Event description:
Healthcare professional (hcp) reports one incident of a blood leak with the psn 210 dialyzer. It was reported that during recirculation of normal saline during prime, the arterial blood line remained clamped. It was reported that when the dialysate ports were uncapped, saline was observed to leak profusely from the dialysate port. Treatment was started and blood was observed to leak from the fibers into the dialysate. Treatment was stopped and blood was not returned to the pt with an estimated blood loss of 250 cc to 300 cc. Treatment was unable to be resumed as the hcp was unable to recannulate the pt. No pt injury or medical intervention was reported per hcp.